Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of approximately 400 mg/dl, along with discordant readings between the ilet display and a fingerstick that prompted a calibration, followed by connectivity issues between the ilet and a dexcom g7 sensor that were resolved by re-pairing. Symptoms included elevated blood glucose without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance, and the glucose remained above target for a few hours before trending down. Outcomes included self-management without back-up therapy, no ketone testing, no alerts reported for prolonged hyperglycemia, no professional medical intervention, and no hospitalization. Investigation included review of the reported event details, troubleshooting of sensor connectivity, and user education to monitor glucose and follow healthcare professional recommendations. Investigation of this case revealed no device alarms and that connectivity issues were resolved, with hyperglycemia of unclear cause and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.